Event description:
Patient reported that she tried applying v-go's to the back of her arms, but they immediately fell off. Patient did not provide specific times or dates for these events. Patient stated she was sure to clean the areas with soap and water, but the v-gos would not attach.